Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/9/2020. H.6. Investigation: a device history record review was performed for provided lot number 1910004. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one physical sample was received for evaluation by our quality engineer team. Through examination of the sample, a crack was observed on the cannula component which would result in leakage. To further investigate this incident, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were tested for leakage, however no defects were observed. It has been determined that the crack in the cannula most likely resulted from the welding operation, due to a failure in the power supply, incorrect welding due to a misalignment, or an error due to the presence of grease or oil.

Event description:
It was reported that the bd eclipse¿ needle with slip tip hub configuration leaked "hexyon" vaccine medication from between the cannula and plastic during the injection. The following information was provided by the initial reporter: "leakage in the junction between the cannula and the plastic. Discovered during vaccine-injection." "After using the needle, she flushed it with water through the cannula to see where it was leaking. The vaccine she used was hexyon that was given to the child, and it leaked out through the ¿welding¿. After that she flushed it through, with water."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle with slip tip hub configuration leaked "hexyon" vaccine medication from between the cannula and plastic during the injection. The following information was provided by the initial reporter: "leakage in the junction between the cannula and the plastic. Discovered during vaccine-injection." "After using the needle, she flushed it with water through the cannula to see where it was leaking. The vaccine she used was hexyon that was given to the child, and it leaked out through the ¿welding¿. After that she flushed it through, with water."